Manufacturer narrative:
The user found a crack on bottom surface of thermoform tray containing the tx1 microtip. Minor distress marks on the chipboard box but no puncture points identified. Evaluation of the returned unit confirmed a crack in the plastic casing compromising unit sterility. No stress marks indicating internal product contents caused crack or puncture were observed. Appears to have been external force after the tray was removed from the chipboard box. The unit was returned to the original tray with the seal still attached. The unit was never used on a pt. This complaint is still under investigation to determine the root cause of the puncture. Currently believe to be caused by environmental conditions. (I.e. Temperature in extreme cold).

Event description:
Package damaged in shipping.